Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent the concurrent procedures of bilateral salpingo-oophorectomy, rectocele/enterocele repair, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystoscopy with distention of urinary bladder on (B)(6) 2000 due to urgency and frequency, status post burch urethropexy, remote, in order to rule out endometriosis. It was reported that the patient underwent laparoscopic examination and bilateral salpingo-oophorectomy on (B)(6) 2000 in order to rule out endometriosis. It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2000 due to malposition of mesh and staple material. (B)(4).